Event description:
The medical device associated with this report is a non-sterile, rayon-fiber tipped applicator (ob/gyn) consisting of a plastic stick and the rayon-fiber bud. It was communicated that replacement applicators received by the customer were found to be defective as noted in the customer's original complaint that the fiber tip fell off, as reported in MDR 3003753847-2013-00015. The manufacturer stated that in june 2011 they reduced the concentration of glue which was used to secure the rayon tip to the plastic shaft. The low concentration of glue used to secure the rayon tip to the plastic shaft was determined to be the most probable root cause.

Manufacturer narrative:
Add'l lot number: 1209dg14a, expiration date on: 08/31/2017.